Manufacturer narrative:
During quality investigation testing, the customer's complaint was not duplicated. However, further investigation revealed corrosion damage within the pressplug, the motor, rotor and the bearing. The corroded mid motor was identified as the primary probable cause of the failure. The damaged parts were repaired and returned to the customer.

Event description:
A stryker micro drill was sent in for repair due to overheating during testing. There was no pt involvement, no adverse consequence was reported.